Event description:
Reporter alleged blood glucose measure 347, 210, & 81 mg/dl when all tests were performed back to back one minute apart. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.